Manufacturer narrative:
Investigation: the returned sample was inspected under a microscope. The inspection revealed small brown/orange flakes on the tip of the stopper. Sample was sent out for ftir analysis. The flakes were not removable from the stopper and appeared to be embedded in the rubber material. Ftir concluded that only silicone and polyisoprene were present. A review of the device history record revealed no related defects. The material on the stopper is not traceable to any manufacturing process within bd. Stoppers are not exposed to the type of fm seen in the assembly and packaging processes. The fm was embedded on the stopper and may have occurred at the vendor during the molding process. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was visible foreign matter in the 20 ml bd¿ syringe with bd luer-lok¿ tip. This occurred before use and there was no report of injury or medical interventions.